Manufacturer narrative:
(B)(4). (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). (B)(6). Dyspareunia. It was reported that the patient had a revision of the mesh on (B)(6) 2008 and the mesh was removed on (B)(6) 2008 due to the mesh erosion into her vaginal wall, pain, dyspareunia.

Event description:
It was reported that the patient underwent a sling procedure to treat pelvic organ prolapse, rectocele, enterocele and stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries. Patient has undergone additional unknown surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/07/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.